Manufacturer narrative:
(B)(4). The customer returned a 4-lumen cvc catheter and connector tubing for analysis. Signs-of-use in the form of biological material was observed inside the catheter extension lines. Visual analysis revealed that the distal luer hub (brown hub) had separated from the extension line and was attached to the connector tubing. Microscopic examination revealed that the point of separation was slightly jagged indicating that undue force caused or contributed to this event. Additionally, a portion of the distal extension line was still lodged inside the luer hub. The distal extension line from the point of separation to the juncture hub measured 80mm, which is close to the nominal value of 79mm per the catheter graphic. The distal extension line outer diameter measured 2.156mm, which is within the specification limits of 2.13mm-2.21mm per the distal extension line extrusion graphic. The distal extension line inner diameter measured 1.447mm, which is within the specification limits of 1.42mm-1.50mm per the distal extension line extrusion graphic. A lab inventory syringe filled with water was used to functionally test each of the remaining lumens. With the distal end of the catheter body occluded, water was injected through each of the remaining extension lines. No leaks were observed. A manual tug test confirmed that the proximal, medial 1, and medial 2 extension lines were all secure within their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis of the returned catheter confirmed that the extension line had separated directly adjacent to the brown luer hub. Additionally, a portion of the extension line was still lodged inside the luer hub. The catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: during infusion into the brown line, the line separated from the catheter. The line was clamped , and the catheter was replaced.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: during infusion into the brown line, the line separated from the catheter. The line was clamped, and the catheter was replaced.